Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient had index procedure carried out on (B)(6) 2014 on left proximal and distal sfa using an evercross pta balloon. The patient developed stenosis of the left distal sfa. Revascularization procedure was performed on (B)(6) 2018. The physician indicated this incident is not related to the study device or procedure.